Event description:
It was reported in a literature publication that 451 consecutive adults underwent open posterior instrumented fusion with tlif, peek cage and rhbmp-2/acs. Postoperatively, 8 patients developed non-unions (8/775 discs, 3 scoliosis, 1 spondy, 4 degenerative). One of the non-unions was at l3-l4, one was at l4-l5 and six were at l5-s1. Five patients underwent revision surgery for non-union repair.

Manufacturer narrative:
Literature article citation: crandall et al. Rhbmp-2 in tlif: dose related complications form a large series. The spine journal 2011; 11:61s. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.